Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8575, lot # j12306r, implanted: (B)(6) 2005, product type accessory; product ID 8709, lot # l78692, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain and lumbar radiculopathy. An empty pump reservoir occurred. The patient¿s previous managing physician dismissed the patient from his clinic. The patient had a new managing physician who was planning to refill the pump. The plan was to aspirate the old drug out of the catheter, prime the inner tubing into the catheter, and aspirate all old drug to get new medication into the pump, pump tubing, and catheter. The pump refill had not yet been scheduled. There were no patient symptoms reported. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.